Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot : a manufacturing record evaluation was performed for the finished device lot number qmmesl/ sxpp1a40012, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m. Events reported in 2210968-2021-06366.

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2021 and barbed suture was use. During the procedure, the barbed suture snapped in the middle. No adverse patient consequences reported. No additional information was provided.